Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pop-off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use the stopper pulls out during centrifugation and when collecting samples with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: when collecting in an open system (not using vacuum), with removal of the stopper, it loses pressure and when transporting the sample by pneumatic system there is opening of the tube inside the capsule, with total loss of the sample, in september, there were three occurrences. It is also observed that the stopper has been easily removed in the sample centrifugation (10 minutes at 3000 r.p.m), if collection is performed in an open system, even respecting 5ml of blood in the tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the stopper pulls out during centrifugation and when collecting samples with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: when collecting in an open system (not using vaccum), with removal of the stopper, it loses pressure and when transporting the sample by pneumatic system there is opening of the tube inside the capsule, with total loss of the sample, in september, there were three occurrences. It is also observed that the stopper has been easily removed in the sample centrifugation (10 minutes at 3000r.p.m), if collection is performed in an open system, even respecting 5ml of blood in the tube.